Event description:
A malfunction was reported on a pump, but no significant events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer had not reset the pump in the last 24 hours, so technical support assisted by providing pump reset information and guiding the caller through the reset process and malf did not recur thereafter. The customer was advised to continue using the pump.